Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, and cracked reservoir tube lip. No burn on electronics or case noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's screen was shattered. The display appeared burned out and getting worse. Customer's blood glucose level was not reported. The screen was hard to read. The insulin pump was dropped on the street. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.